Event description:
It was reported that during the lap low anterior resection, the shear functioned for approx 30 minutes and started to come up with instrument errors. The shears were retorqued, the self test was conducted, but the same error came up. The shears were replaced and functioned without any problems. No patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."